Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety needle. The customer reports a needle stick injury occurred to the nurse during an intra muscular injection procedure. After multiple attempts, were unable to receive additional information from the facility to clarify if the needle was clean or dirty at the time of the needle stick. The facility stated that due to trust policy no further information could be given. Since we were unable to confirm that it was not a dirty needle stick we are filing.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.